Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record determined the carrier and cutter were stuck within the device and the device was out of calibration. The side plates, bearings, carrier guide, comb, roller, and gear were replaced and the device was properly calibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00086.

Event description:
It was reported that before surgery a plastic piece got stuck inside the mesher. No harm or delay were noted as no patient involvement was also noted. No adverse event was reported with this event. Diligence is complete and no further information is available.